Event description:
It was reported that the patient noted beeping tones from their implantable device and contacted boston scientific technical services (ts). Following a data review, it was determined that the beeping was the result of high, out-of-range pacing impedance measurements (>2000 ohms) from this left ventricular (lv) lead. Ts referred the patient back to their monitoring healthcare facility to interrogate the device to stop the beeping tones, and evaluate the system. At this time, the lv lead remains implanted and in-service. No adverse patient effects were reported.